Manufacturer narrative:
The device was not returned to the manufacturer; therefore, physical analysis cannot be performed. However, hemorrhage is noted in the direction for use (dfu). Therefore, the probable cause of the event is anticipated procedural complications.

Event description:
During a thrombectomy procedure three retrievers were used in a right internal carotid artery (r-ica) occlusion. It was reported that during use of one of the retrievers, the filament of the retriever broke. A day post procedure, a small asymptomatic hemorrhagic transformation was observed at the infarct area and 36.0mg of tissue plasminogen activator (tpa) were administered intravenously. The physician stated that the filament of the retriever likely broke when it got caught at the y connector during the retrieval procedure and the hemorrhage was possibly due to revascularization. No additional information is available

Manufacturer narrative:
The subject device is not available.

Event description:
During a thrombectomy procedure three retrievers were used in a right internal carotid artery (r-ica) occlusion. It was reported that during use of one of the retrievers, the filament of the retriever broke. A day post procedure, a small asymptomatic hemorrhagic transformation was observed at the infarct area and 36.0mg of tissue plasminogen activator (tpa) were administered intravenously. The physician stated that the filament of the retriever likely broke when it got caught at the y connector during the retrieval procedure and the hemorrhage was possibly due to revascularization. No additional information is available.